Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis and experienced deflation post procedure. As a result, the device was explanted on(B)(6) 2018.

Manufacturer narrative:
The device history record ( DHR) of lot number 7395607 was reviewed on 4/21/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received on 4/26/2018. When the device was explanted it was replaced with a mentor smooth round moderate profile 375cc saline prosthesis. The final fill volume of the replacement prosthesis was 400ccs. There were no procedural complications. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device was received without fluid. Brown foreign material was observed within the device. The product evaluation team observed a crease on the posterior aspect extend to anterior. A rent was also observed measuring 0.5 cm within the crease on the posterior aspect. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).